Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a banding ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first band was deployed successfully; however, the device failed to deploy the next band. Several attempts to deploy the band resulted in premature deployment of multiple bands. Another speedband superview super 7 was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. Given the event description and the device not returned, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.